Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, 90% stenosed, de novo lesion in the mid circumflex (mcx) and marginal. Pre-dilatation was performed several times with a non-abbott 3.0 x 15 mm balloon catheter at 4 atmospheres (atm) for 4 seconds and a non-abbott 3.5 x 15 mm balloon catheter at 14 atm for 21 seconds. The proximal segment of the lesion was treated with a xience xpedition 3.5 x 33 mm at 10 atm for 7 seconds with success. Post-dilatation was performed several times in the main vessel using the proximal optimization technique (pot) with a non-abbott 3.5 x 12 mm balloon catheter at 16 atm at 14 seconds. The marginal artery was then crossed to open the xience xpedition struts using the kissing balloon technique (kbt). A non-abbott 4.0 x 12 mm was in the cx and a non-abbott 2.5 x 12 mm was in the side branch at 12 atm for 8 seconds. During retraction of the deflated balloons, resistance was felt with the already implanted xience xpedition and it moved and got caught with the balloons and dislodged from the vessel wall. The xience xpedition was removed with the balloons through the guiding catheter and the 6 fr sheath. There was a small dissection in the cx and the patient experienced unstable angina, an anterior myocardial infarction and lost left ventricle failure down to 25% (heart failure). It was decided to use another xience xpedition 3.5 x 38 mm at 12 atm for 8 seconds to treat the lesion and to cover the dissection. Consequence for the patient was prolongation of the hospitalization; however, the patient is doing well. No adverse patient sequela could be observed. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The device damaged by another device and difficulty removing the balloon catheter could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to remove or device damaged by another device from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). Concomitant products: dil cath: euphora, euphora nc; guide wire: sion blue-black; sheath: 6 fr. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.